Event description:
Consumer complaint of "lo" blood results. Customer was very incoherent and was unable to give me much info about the meter. Her blood results read 160 mg/dl. Reading recall from meter memory am fasting:. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause for malfunction: user had a low glucose value.